Event description:
It was reported that the patient with this right ventricular (rv) lead experienced discomfort, pain, shortness of breath and lead perforation. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.